Manufacturer narrative:
(B)(4).

Event description:
No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026, the patient reported experiencing low cgm readings, with the dexcom displaying ¿low.¿ the patient did not disclose what he was doing at the time of the event. In response to the low cgm reading, the patient attempted self-treatment by drinking coca-cola and eating pretzels; however, the cgm continued to display ¿low.¿ after returning home, the patient performed a fingerstick blood glucose (fsbg) check, which displayed ¿high¿ on the patient's glucose meter, which the patient stated can read up to 599 mg/dl. The patient removed the sensor. The patient reported symptoms including headache, swollen fingers and joints, pressure behind the eyes, frequent urination, and increased thirst. The patient drove himself to an urgent care facility. Upon arrival, a nurse checked his blood glucose and reported a value greater than 600 mg/dl; the exact value was not recalled. The patient received an insulin injection. After approximately four hours, he was discharged, and a repeat blood glucose check prior to discharge showed 220 mg/dl. At the time of the report, the patient reported he was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values from the urgent care available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0827 intraocular pressure increased/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581. Appropriate term/code not available.